Event description:
It was reported that the pt is making little to no progress with her cochlear implant despite weekly auditory oral therapy. No trauma, accident, injury, illness is reported. Pt's discrimination, performance, and voice quality are severely delayed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.